Event description:
The account reported the upper portion of the side rail had detached from the upper side rail bracket. The account stated the bed is in their bed shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The account stated that someone leaned on the left side rail and pulled the top assembly loose from the side rail frame. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. Hill-rom tech support had made three attempts to contact the customer regarding a resolution for this issue with no response. Based on this info, no further action is required.